Event description:
It was reported that the left ventricular (lv) lead had chronically high thresholds. The physician felt he could get better thresholds, so he capped and replaced the lead. During the procedure, the right atrial (ra) lead became dislodged. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010. (B)(4).